Event description:
It was reported that during the advance sling implant procedure the device was tensioning the case. A small portion of one of the sling arms tore when the physician was pulling the sling to relocate the urethra. The device was successfully implanted. No further patient complications were reported in relation to this event.